Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with mentor memorygel breast implants (475cc on the left and 325cc on the right) experienced bilateral capsular contracture postoperatively, baker grade unknown. As a result, the patient underwent explantation and replacement with mentor memorygel breast implants, 600cc on the left (left catalog # 3506001bc, left lot-serial # (B)(4)) and 475cc on the right (right catalog # 3504751bc, right lot-serial # (B)(4)) on (B)(6) 2021. This medwatch report is for the right-sided implant.

Manufacturer narrative:
Suspect device received on july 27, 2021. Device evaluation completed on july 28, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information on august 26, 2021 indicated that the right side capsular contracter grade was iii, and the left side grade was IV. As a result she had bilateral capsulectomy, and unilateral periareolar pursestring mastopexy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).